Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the following reportable malfunctions were identified during the device evaluation: plastic distal end cover sharp edge (snag). It is likely the defect was caused by stress of repeated use, external factors, or handling. However, a definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had a sharp edge coming out from plastic distal end cover. There were no reports of patient involvement.